Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the valve, creases fold, brown particles inner on fill channel and yellow particles inner device leak test and microscopic analysis was performed which identified: delamination total of the valve and wear abrasion. Based on the device analysis the final assessment is: a delamination total of the valve. (Adhesive failure)

Event description:
Healthcare professional reported a right side deflation. Device has been replaced.